Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that her insulin pump was coming apart and the opposite end of where the reservoir goes in has come unglued. Customer stated that the whole end of the pump is disconnected from the body of it. Customer stated that she got hugged by a wet family member. Customer's blood glucose was 130 mg/dl at the time of the incident. Customer stated that the outer casing on the end of the pump is coming off and it's pulling the insides of the pump out. Customer stated that her nephew gave her a hug when he was wet and it looks like the glue has just come off. Customer stated that the glue has turned yellow and it also crusty. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with detached end cap, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.